Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-mar-2017, fse arrived at the site to address the reported event. Inspection of the device revealed that total area for the samples was around 342. Utilizing, the supplied service cd, fse rebuilt the stator assay and verified the fittings were secure. Then he tightened the syringe screw, primed, and ran 20 patient samples. All results returned with total areas above 900, and no more errors. The customer subsequently was able to run quality control (qc) and more patient samples without errors. No further action was required by field service. The most probable cause of the reported event was due to mechanical fault/ failure of the syringe fitting.

Event description:
On (B)(6) 2017, the customer reported low total area on patient samples with their g8 analyzer. Pump off pressure was reported to be zero. Technical support (ts) advised the customer to remove the filter tubing which increased the device pressure to 10.0 mega pascals (mpa). On (B)(6) 2017, the customer called back to report continued issues with low total area on whole blood samples after changing the sample needle. There were no issues with prediluted samples. Ts advised the customer to position the waste tubing vertically and repeat the patient samples; however, the issue did not resolve. On 01-mar -2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.